Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that patient stated she is losing strength in the amount of power, and she has the ins turned almost all the way up, so she wants to meet with a clinical specialist in person to have the ins checked. The patient stated there has been talk about switching to a new model of ins as she's had the current ins for a while now. The patient did not allegation against the device/therapy. No further complications were reported. No additional patient symptoms were reported. Additional information was received from the patient. It was reported that the patient was ill and in the hospital for approximately 40 days and the device totally discharged power and had to be jump started afterwards. Patient reported it did not function properly; and did not work as well so it was replaced with a new battery on (B)(6). Issue has been resolved.